Manufacturer narrative:
Due to imdrf harmonization, the device, method, result, and conclusion codes have been updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that after further investigation, it was found the patient had been implanted with a non-adjustable valve, so it was not possible to adjust the valve. No patient/external factors were identified that may have led to the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient underwent a 3.0 t MRI on (B)(6) 2018. The patient experienced persistent dizziness and headaches. There were three attempts to adjust the valve in the days following the MRI, but they were unsuccessful. At the time of the report, the valve remained implanted and the patient¿s outcome was listed as alive ¿ no injury.